Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
It was reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer's recent glucose reading was 332mg/dl, and has treated with a manual injection. Advised that the customer should revert to back up plan, and a replacement of the insulin pump will be sent. No further information was provided.